Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee biplane system. The user reported that a patient was on the table under general anesthetic for an intracranial aneurysm procedure when the error occurred. The c-arm base rotation was not locking into position and the system was displaying a manual image rotation active message. The plane a stand was not moving under automatic runs around the base rotation axle. The patient could not be transferred to an alternate system, therefore, the procedure was aborted and the patient was woken up. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a hardware error. The investigation was performed considering complaint description, cs reports, system history, and system log files. During an interventional procedure, automatic stand movements were not possible. The user was informed about this error by the error message "manual gantry rotation: active". Basic functions such as x-ray and general manual stand movement were still available. With this residual functionality, the procedure can be stopped/aborted in a controlled manner if necessary. On-site troubleshooting revealed that plane a's c-arm was not engaging around the base because a base rotation light mark sensor was mechanically out of alignment. After replacing the light sensor, the systems works as intended. The occurrence rate of the error pattern was checked. A possible error accumulation or even a systematic error, which leads to a corrective action of the installed base, could not be determined by the investigation. After detailed investigation, the incident is not classified as a reportable event as neither serious injury, death nor an unexpected, prolonged hospitalization of the patient or any other person occurred or could be expected.